Event description:
Procedure type: sigmoid resection. Patient gender: male. According to the reporter: after applying the surgical stapler, the anastomosis showed no leaks during the air test. Three days after the operation, the patient was brought to or where a stool leak was found. The anastomosis was repaired and the patient was reported stable and in well condition. No further information regarding this event has been obtained thus far.

Manufacturer narrative:
Two devices were reported as being used during the initial procedure. Unfortunately the reporter was unable to identify which of the two identified devices may have caused the reported event. Device catalog number: egiaunivxl; device name: endo gia universal xl; lot number: unknown.